Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 a reporter contacted animas alleging that the display screen for their device had faded. This complaint is being reported because it was not resolved at the time of the call. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a visual inspection confirms the display screen is dim pink and has fading lettering.